Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10.5 cm distal to the is-1connector pin. The proximal and the distal lead fragment were received and subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual,mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead fragments. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of noise which led to vf detection as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of 19 months oversensing on the right ventricular channel was reported. The other electrical parameters were in the normal range. The lead was explanted and not returned to biotronik. No adverse patient side effects have been reported.